Manufacturer narrative:
Photo was provided for evaluation. Visual examination of the photo shows glass shards and a sponge detached from the applicator body handle. The reported issue has been verified based on the photo provided. A probable root cause could not be defined at this time. The production record review was completed for batch/lot 0255145 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. No further actions are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that the sponge head of applicator came off and small shards of glass from the applicator nicked the patients skin. Verbatim: patient to receive contrast for his MRI exam. Was starting his IV, used the applicator prep provided in IV start kit. The sponge head of prep applicator came off while prepping the IV site. Small shards of glass from the applicator nicked the patients skin.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the sponge head of applicator came off and small shards of glass from the applicator nicked the patients skin. Verbatim: patient to receive contrast for his MRI exam. Was starting his IV, used the applicator prep provided in IV start kit. The sponge head of prep applicator came off while prepping the IV site. Small shards of glass from the applicator nicked the patients skin.